Event description:
Because of device rptr's now on permanent disability and has other problems he has never had, such as severe arthritis, trouble sitting, walking, standing. He cannot work, has trouble wiping, putting on cloches and shoes, getting up and sitting down, driving and holding things. Cold and rainy weather is very painful. He uses a "walking cage" for back protection. He takes coumadin, zantac, carafate, lortab-5, vicodin and naprosyn.